Event description:
It was reported that in mid january went to the emergency room (ER), however the customer could not recall the exact date. The customer experienced an elevated blood glucose (bg) level of 988 mg/dl and ketones; cause of bg not known. Bg was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage.